Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the device became stuck in the patient and was removed surgically. The target lesion was located in the peroneal artery and was treated with the oad on low and medium speeds. When the device was being retracted while operating at medium speed, it stopped functioning and became stuck in the vessel. Surgical intervention was required to remove the device and treatment of the vessel was completed in an additional procedure the following day. The patient was discharged in stable condition.